Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue, including a manufacturing evaluation and analysis of the involved monitor arm variant. The engineering team determined the failure resulted from an assembly error causing misaligned screw threads to shear away from a secured position. A design change that involves securing the monitor arm with a tab and slot instead sole reliance on screws has been implemented in (B)(6) 2019 and prevents potential recurrence of this assembly error.

Event description:
A customer reported the monitor detached from the articulation arm assembly of their epiq 7g ultrasound system. The articulation arm assembly was reseated to repair the system. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.

Manufacturer narrative:
The philips field service engineer performed a system inspection and determined that the monitor detached from the articulation arm assembly. The service engineer reseated the articulation arm to resolve the issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the monitor detached from the articulation arm assembly of their epiq 7g ultrasound system. The articulation arm assembly was reseated to repair the system. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.